Event description:
(B)(4). Dealer states the chair tilted too far back it did not stop where it should have. It had to be pushed forward when it allegedly made a loud clunking sound and it jerked the seat with client in it forward. Client had seat restraints no injury reported. No additional information available